Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. H3. Code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
It was reported that the patient's generator has become loose and is protruding from under their skin. Implant card was later received reporting that the patient had a generator replacement. No other relevant information has been received to date.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates; corrected information, initial report inadvertently omitted information known prior to submission. F10. Adverse event problem: health effect - clinical code; corrected information, initial report inadvertently omitted coding known prior to submission. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
Response was received from the physician. Per the surgeon, the generator was not migrating and noted that the current generator is smaller than original vns, so there was some laxity in the subcutaneous pocket. In addition non-absorbable suture were used for the surgery and the explant was for patient comfort only.